Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009 in the patient's right (od) eye. The lens was explanted at about 4 days later, due to excessive vaulting and elevated iop. A iridectomy was performed. See MFR report # 2023826-2009-00739 for the left eye.